Manufacturer narrative:
The pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump was received with cracked battery tube threads. The pump was received with cracked reservoir tube lip. The pump was received with cracked reservoir tube. The pump was received with cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their blood glucose levels. The customer's blood glucose level at the time of incident was 244mg/dl. The customer states they treated their high by increasing their basal rate, and their levels dropped to 40mg/dl. The customer states they ate to bring their levels back up. The customer states there is a crack on the reservoir window over the esc button. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.